Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; a specific value was not provided for the most recent event, however, past event bg information was not provided. Elevated bg was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. However, due to the ongoing nature of the occlusion alarms, the customer reverted to an alternate method for insulin therapy.